Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician used a 6fr cordis xb3 through a 6fr cook sheath into the right radial artery. He advanced a wizdom wire across a 90% stenosed proximal left anterior descending artery lesion. The vessel had been pre dilated with a 2.5 x 15mm maverick2 balloon at 8 atms for 15 seconds with a good pre dilatation result. A taxus express2 3.0 x 20mm drug eluting stent was then advanced across the lesion and deployed a 16 atms at 16 seconds. Following the balloon deflation, which took 20 seconds, the physician attempted to remove the catheter. Withdrawal resistance was felt with the guide catheter deep seating. The balloon was reinflated to 16 atms for 30 seconds and then pulled back which was met with resistance again. After backing the guide catheter out of the ostium and pulling harder, the balloon started to come back into the guide catheter. It had stopped half-way and after more manipulation of the guide catheter and the balloon, the physician was able to remove the balloon without complications. Angiography showed an excellent stent deployment result. There were no reported pt complications.